Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 132 ohms. Upon review, there had been a steady rise in the shock impedance measurements. The rv pacing impedance measurements and threshold values were stable and within the normal range. This rv lead currently remains in service. No adverse patient effects were reported. An attempt was made to obtain additional information regarding the serial number. At this time no further information is available. Should additional information become available this report will be updated.